Manufacturer narrative:
On 16-jun-10, device qc performed.

Event description:
Initial report: this is a serious (medically important) spontaneous case report received by phone on 11-jun-2010. A female pt reported about herself. No details were reported on relevant history, concomitant disease and concurrent drugs. The pt was treated with poly-l-lactic-acid (sculptra) last year (2009). Her eyes were injected under the skin. The dosage was not provided. Now, she complained of two severe nodules at the eye wrinkle. No further info received. On the date of the report, the pt did not provide the causality assessment. Initial report: two severe nodules at eye wrinkle has been reported in association with a product-technical complaint (sculptra, batch-no. Unk, (B)(4)).